Manufacturer narrative:
(B)(4). The insulin pump's motor error alarmed during rewind due to moisture damaged the motor home switch. The insulin pump also had moisture damage to the electronic assembly during visual inspection. Analysis was unable to perform the operating current test, unexpected restart error test, or any other functional testing (including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests) due to the motor error alarms. The insulin pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip, and a stained end cap sticker.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer¿s blood glucose was unknown at the time of the incident. The customer states the insulin pump's lcd has fluid/moisture underneath. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.